Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported sustained episodes of ventricular tachycardia could not be conclusively determined through this investigation. A review of the submitted log files revealed that the device was operating as expected. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for mlp-043248 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) revision a is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sustained episodes of ventricular tachycardia on (B)(6) 2024 at 0230 and 0600 am. The patient was asymptomatic. Log files were submitted for review to assess for pulsatility index (pi) events. Log files captured a few low flow flags on (B)(6) 2024 however the event data only went back as far as (B)(6) 2024, so the requested date was unable to be seen.

Manufacturer narrative:
B5: narrative information. H6 - adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sustained episodes of ventricular tachycardia on (B)(6) 2024 at 0230 and 0600 am. The patient was asymptomatic. Log files were submitted for review to assess for pulsatility index (pi) events. Log files captured a few low flow flags on (B)(6) 2024 however the event data only went back as far as (B)(6) 2024, so the requested date was unable to be seen. No treatment was performed, and the arrhythmia did not result in clinical compromise. The patient had a history of arrhythmia prior to ventricular assist device (vad) implant, and it was unclear if the arrhythmia was device or therapy related. An implantable cardioverter defibrillator was implanted prior to the vad. The patient would be monitored and a right heart catheterization with echocardiogram was performed for optimization.